Manufacturer narrative:
Estimated as the thrombus event date is unknown. Estimated as it is not known what the implant date was.

Event description:
It was reported via social media that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Thrombus later attached to the closure device. The patient resumed a blood thinner medication regimen after this thrombus development.